Event description:
A nurse reported that the tip of the probe was found broken before the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).